Manufacturer narrative:
(B)(4). Investigation: this disposable set was unavailable for return for investigation. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the information presented in this record, an addendum will be added to correct/update the investigation findings. The manufacturing records for this lot were reviewed. The lot met all release criteria for assembly and sterilization. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes of the difficulty that the customer experienced in separating the luer connection include, but are not limited to: cross-threading of the luer connection. Over tightening of the luer connection, the accumulation of dried blood around luer connection. Corrective/preventative action: no corrective and preventative actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by manufacturing or engineering.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The customer could not get the disposable disconnected from the catheter. No safety issue occurred. The customer support specialist asked the customer to try using gloves and then put a hemostat on the catheter side. The customer got the catheter team to help. In a follow up call from the customer support specialist, the customer stated that she used a metal hemostat to grip the optia disposable lines right above the luer connections and was successfully able to undo the connections without causing any damage to the catheter. The customer discarded the set.